Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon review, it was revealed that the implantable cardioverter defibrillator provided diaphragmatic stimulation due to being in backup vvi mode. No interventions were made at this time. The patient will continue to be monitored.